Manufacturer narrative:
Product analysis: two turbohawks devices were returned to medtronic investigation lab for evaluation. No ancillary devices were returned. The initial inspection for the turbohawk found dried biological debris within the housing of the distal assembly. The thumb switch and cutter were positioned pulled back. No separation was noted. Yellow debris around the cutter head which was visible inside the cutter window was observed. No damage to the guide wire tubing of the distal assembly was observed. The thumb switch was advanced and observed the housing separated from the torque shaft adapter, which exposed the drive shaft of the turbohawk. The torque shaft adapter was inspected under microscope and found no damage to the adapter; however dried blood was observed. The disconnected distal assembly hinge location was inspected under microscope. Both hinge pins remained intact with the distal assembly. One of the pins shows the housing bent outward at the area of one of the pins and showed the pin pointing in a proximal direction. The inside of the hosing where the pins were inspected showed yellow debris, consistent with guide wire coating material collected within the housing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: there was no vessel damage reported. The cutter was within the housing during the device removal in both cases. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using turbohawk directional atherectomy device along with non medtronic 7fr sheath and glide wire during procedure to treat moderately calcified lesion in the left proximal to mid superficial femoral artery (sfa) with 80% stenosis. The vessel was little tortuous. The vessel diameter and lesion length were 6mm and 100mm respectively. The vessel was no pre dilate but was post dilated. IFU was followed. The device tip detached at the hinge with no resistance felt. The nose code detached at base of cutter. Guide wire advancement/ lock-up/ prolapse/ lumen torn/ ripped occurred but guide wire lumen did not tear from tip and neither did guide wire lock-up on the catheter. The device was advanced over a bifurcation with no resistance felt. The guide wire was hydrated at preparation. It was reported that device was pulled out for cleaning and physician noticed as device was being re taken out that the cutter was separated. The damaged device was put aside and another turbohawk directional atherectomy device with same lot number was at tempted to be used and the same thing occurred. A third turbohawk device was used to complete the procedure. There was no patient injury reported.